Event description:
It was reported that a patient would 'feel stimulation for hours, and then she would not feel it, then she would feel it kick back on again.' More information has been requested and if received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).